Event description:
The micro sagittal saw was sent for eval due to overheating during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The customer's complaint could not be duplicated as the device had no power. Visual examination revealed corrosion of the internal components. Corrosion damage can lead to increased heat production due to loss of lubrication and increased friction between the moving components within the device.